Event description:
Two neuron 070 kinked during an acom aneurysm case. Upon the withdraw of the second neuron, the catheter fractured in half.

Manufacturer narrative:
Technical evaluation: the first unit had a single axis bend at 3.3cm, and nearly complete separation at 12cm from the yellow band at the hub. There are additional single axis bends at 27 and 46cm from the yellow band at the hub. The second unit was returned in two pieces. The hub end shows two single axis bends at 3.8 and 10.0cm from the yellow band at the hub. The entire length of this section measures 20.5cm from the yellow band at the hub. The distal section of the catheter shows flattening between 9.0 and 9.5cm, and twisting/compression damage between 9.5 and 11.0cm from the marker band at the tip of the catheter. The kinks in the proximal ends of the two catheters are severe although, it is unclear if these occurred during the incident or during return shipment for evaluation. The twisting/compression damage noted in the second unit is consistent with the malfunction described in the incident. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(4) 2009.